Manufacturer narrative:
The unit alarmed button error and had no button response due to a corroded keypad. The displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test could not be performed due to no button response. The unit had a minor scratched display window, and a cracked case at the display window corner. (B)(4).

Event description:
The customer called in to report a button error alarm. The customer stated she slept with the device clipped to her bra. The customer's blood glucose level was 49 mg/dl. The customer treated. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.